Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited spontaneous deflation issues. The patient noting that the device would lose rigidity within 10 to 15 minutes. During the subsequent surgical procedure, the physician confirmed that the device was able to cycle; therefore, only the pump was replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100407933. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of caused not established was assigned to this investigation.